Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the leds indicating power to the m cabinet power distribution unit (pdu) were off. The fse suspected that the pdu fantray and the dc power supply (dcps) were at fault. The fse replaced the pdu fantray and the dcps. These components were returned for failure analysis. Analysis found that the power supply, mains input and connection board were all defective. All faulty components were replaced. After the pdu fantray and dcps were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.